Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported the surgery mode on the unit automatically changed on its own before a procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event confirmed. The company representative reprogrammed the channel on the remote, to coincide with the correct system, which resolved the issue, and the service record (sr) was subsequently cancelled. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 14, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a coincidental event, (unrelated to the product). Additionally, the systems were determined to have been functioning as intended. The manufacturer internal reference number is: (B)(4).